Event description:
It was reported the patient had his spectra penile prosthesis removed (B)(6) 2015 due to infection. The patient was then re-implanted with a spectra cylinder on the right side on (B)(6) 2017. A cylinder was not implanted on the left due to scarring and perforation on the left side. No further patient complications were reported in relation to this event.